Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record revealed no complaint related anomalies. Placeholder.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient presented with mandible fracture was being treated with matrixmandible plate construct for open fixation. During the operation, the doctor removed the screw using with msr-1 driver and the doctor found wire metallic piece projected forward from the joint part between plate and the screw. On (B)(6) 2012, the doctor removed the screw. It was reported during the removal, some friction arose at the joint part between plate and the screw and then the metal piece projected forward. This is 1 of 3 reports for the same event.